Manufacturer narrative:
(B)(4). Philips field service engineer confirmed the reported problem. The customer refused philips services. Due diligence has been performed to obtain additional information about the reported event. To date, no further information has been received.

Event description:
The customer reported " vent inop condition, air valve lift off failure." No patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported "vent inop condition, air valve lift off failure". No patient involvement.